Manufacturer narrative:
Device history review was completed on the reported lot v1s159. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned due to which a root cause could not be determined. We will continue to monitor this failure mode for this product.

Event description:
Customer reported that after squeezing the instant hot pack, it exploded on the staff member¿s torso and arms. There was no injury or medical care required. The event date was unknown by the customer.